Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
During a follow-up, suspected externalized conductors were observed via x-ray. Normal egm and impedance were measured. The lead remains implanted.